Event description:
As reported by the user facility (translator of user facility info by bbm sales organization in (B)(6)): stop of the infusion. When disconnected of the pump, there were about 100 ml of the 5fu. The customer found that the external membrane was swollen and the inside membrane was more. The product seems to have diffused inside of the membrane to the outside. Preventing infusion of the 5fu.

Manufacturer narrative:
(B)(4). No sample is available for investigation. We have info our production site accordingly. A f/u report will provided after the statement is available.